Event description:
It was reported that the user started a new freestyle libre 3 plus sensor and observed significant bleeding at insertion, followed by initial scan errors that resolved after multiple attempts, after which sensor warmup began and the user proceeded as instructed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with device components implicated including the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.